Manufacturer narrative:
The customer reported that the device was charging for defibrillation to the wrong energy levels. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was charging for defibrillation to the wrong energy levels.